Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was around 538 mg/dl. Elevated bg was address by a manual correction injection. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.